Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 5 devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, 2 devices had worn components, and 1 device had a loose component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage. There was no patient involvement.